Event description:
It was reported that the atrial lead exhibited poor sensing the lead was capped on (B)(6)-2011 and explanted on (B)(6)-2013 due to the patient developing an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.